Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 15 mm in length measuring 31 mm down to 30 mm in diameter and 50-60 degree angulation. There was an area of focal thrombus on the left side of the aortic neck just below the left renal artery which was the lower renal. The distance from the right renal to the aortic bifurcation was 140 mm. There was a 4 cm right renal artery aneurysm. The aorta was very tortuous. It was reported that the patient presented with abdominal pain but was stable and asymptomatic. The stent grafts were implanted with the bifurcated stent graft from the left along with an ipsilateral extension. The contralateral limb was implanted from the right side. There was a proximal type I endoleak seen post implant. The patient was very heparinized during the procedure. The stent graft was ballooned three times; however, the endoleak was still present. The physician reported that a post index procedure CT scan was performed and the endoleak was resolved. No intervention was required. No clinical sequelae were reported and the patient is fine. The review of returned short video at final angio showed a possible type IV endoleak near the left side at the top of the aneurysm sac. Could not rule out a proximal type I endoleak. The cause could not be determined.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusions: (unknown cause of event).